Event description:
It was reported that during a roux-en-y gastric bypass, the surgeon complained that the grasping force of the bipolar fenestrated grasper (bfg) and cadiere forceps (cf) was not sufficient, not maintaining a proper grip and making them potentially dangerous to use during surgery. The complaint was made when the bf and cf kept slipping off the tissue while attempting to bring the small intestine closer to the gastric pouch in order to perform the anastomosis with the signia stapling system. The issue caused minor damage to the small intestine, where the surgeon has to intervene with additional sutures. Detaching tissue from and shortening the newly created gastric pouch was also required because the tissue had been permanently damaged. The procedure was completed after converting the surgery to a laparoscopic procedure, and there was a delay of approximately forty-five minutes.

Manufacturer narrative:
D10: concomitant products: mrasi0004, bipolar fenestrated grasper sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided videos for the reported cadiere forceps. The cadiere forceps sample was not made available for this incident as it is still in use with the customer. Four videos were received for evaluation. The videos showed a cadiere forceps having difficulties grasping tissue. Every time the tissue was grasped, it slowly slipped off the jaw. Evaluation of the logs indicated that the cadiere forceps had a total use time of four hundred and twenty-eight minutes with a use count of six, while attached to arm cart assembly 2. The logs are unable to show the grasping strength. Evaluation of the cadiere forceps confirmed the reported condition. The investigation identified that the most likely cause could be traced to defective instrument jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a roux-en-y gastric bypass, the grasping force of the bipolar fenestrated grasper and cadiere forceps was not sufficient. The instruments were not maintaining a proper grip, which can make them potentially dangerous to use during surgery. The bipolar fenestrated grasper and cadiere forceps kept slipping off the tissue while attempting to bring the small intestine closer to the gastric pouch in order to perform the anastomosis. The issue caused minor damage to the small intestine, where the surgeon has to intervene with additional sutures. Detaching tissue from and shortening the newly created gastric pouch was also required because the tissue had been permanently damaged. The procedure was completed after converting the surgery to a laparoscopic procedure, and there was a delay of approximately forty-five minutes.